Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) was confirmed. Upon investigation, the front therapy electrode was severed and missing from the electrode belt. The root cause for the missing therapy electrode was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to complete incoming functionality testing.